Manufacturer narrative:
Manufacturer review of x-rays of implanted device. X-rays reviewed by manufacturer and revealed a gross lead discontinuity. Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received about the patient's surgery. The surgeon opened up the patient to disconnect the generator from the old lead, and he found a large amount of fibrotic tissue formation over the generator making it hard to disconnect from the lead. He also, found fibrosis formation on the neck (electrodes section). The surgeon tried to remove the fibrotic tissue from the generator but it was very difficult. The surgeon reported that the setscrew was stuck within fibrotic tissue and that it was impossible to remove. The surgeon tried to connect the new lead to the old generator but since the setscrew was stuck within the fibrotic tissue, proper connection between lead and generator was not possible. It was also mentioned that after several attempts trying to remove the fibrotic tissue from the generator header, it was noticed that the generator header got loosened (due to surgical manipulation). After this, the surgeon decided to use a new generator. The generator's battery was interrogated prior to surgery and battery not at eos or neos. Their generator was a prophylactic replacement.

Event description:
Additional information was attained that the patient had full revision surgery and their explanted products have been returned for analysis. Analysis is pending completion. An operative report was received documenting the following: there is fibrosis around the electrode at the level of the neck. Additionally, it is found fractured with migration to the sides. The generator is found deteriorated and not working after being connected to the new electrode. At end of battery life. Full revision was performed. Another report will be sent once analysis findings are complete.

Event description:
A section of the lead assembly was returned for analysis in one piece with the lead connector portion still attached to pulse generator header. The lead's electrodes were not returned. Prior to decontamination, continuity measurements taken between the setscrew and the end of the lead portion attached to the pulse generator as received and verified that proper electrical contact between the setscrew and the lead pin was present. The lead assembly was removed from the pulse generator as part of the decontamination procedure. Setscrew marks were seen on the connector pin, providing evidence that proper contact between the setscrew and the lead pin existed. Also, the connector ring has scratches most likely caused by the canted spring in the pulse generator header during insertion of the lead connector .the exact point in time of when this occurred is unknown. The lead assembly has remnants of what appears to be dry body fluids inside the inner silicone tubing. No obvious point of entrance was noted other than the ends of the returned lead portion. No discontinuities were identified within the returned lead portion. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than the typical wear and explant related observations, no anomalies were identified in the returned lead portion. The generator performed according to functional specifications. There was no condition noted during the product analysis evaluation that would suggest any anomaly with the device.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to our country manager in (B)(4) from a vns treating physician that he had a pt with high lead impedance on normal mode testing and system diagnostic testing. The pt had a seizure on (B)(6) and she suffered trauma to the left side of her face and left body preceding their high impedance being attained. The last time diagnostics were performed on the pt's device was (B)(6) 2010 and reported to be normal at that time. Their vns was programmed off. Revision surgery is planned pending insurance approval and attempts to attain the explanted product for return to the manufacturer will be made. The time for this authorization will be around to 3 - 6 months, (B)(6). X-rays were received for review at the manufacturer. The generator placement appeared to be normal in the left chest. The filter feedthrough wires were intact and the lead pin was fully inserted passed the connector blocks. There is a small portion of the lead behind the generator and continuity in that portion of the lead could not be assessed. Electrode placement could not be seen on the x-ray images provided. Strain relief was present but not per labeling, no bend present. A strain relief loop was present. One-tie down was used to secure the strain relief loop in place. No acute angles were seen in the visible portions of the lead. A lead discontinuity was seen immediately after the tie-down as the lead goes toward the generator. Based on the x-ray images provided, the cause for the high lead impedance is the lead discontinuity found after the tie-down.